Manufacturer narrative:
Results of investigation: it was reported that during surgery, the head trial became easily disassociated from the trial stem while trialing. Upon inspection following the surgery it was noticed that the trial is fractured at the stem taper locking region. The procedure was completed using the same device. A surgical delay of 30 min or less was reported. No injury to the patient was reported. The device, intended for use in treatment, was not returned for investigation and no batch number was communicated. The reported failure can therefore not be evaluated. Based on the available information a thorough investigation cannot be conducted and the root cause of the reported issue remains undetermined. Internal complaint reference number: (B)(4).

Manufacturer narrative:
H6: medical device problem code was added. Internal complaint reference: (B)(4).

Event description:
It was noticed that, during the surgery, the head trial would become easily disassociated from the trial stem while trialing. Upon inspection following the surgery, it was noticed that the trial is fractured at the stem taper locking region. The procedure had been completed using the same device. A surgical delay of 30 min or less was reported. No injury to the patient was reported.